Manufacturer narrative:
Device was not implanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production product lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that upon opening the angio-seal, the tech noticed the footplate was out of the housing. The angio-seal was not used for the procedure. Another angio-seal was used to close the vessel. The patient is stable and the procedure was successful. Additional information was received on 5/1/18: the patient was having a heart cath performed. A 6fr pinnacle was used. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. There was a pre deployment angiogram performed. The angio-seal device was not used since the footplate was compromised. There was no blood loss. Hemostasis was achieved by the second device angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One angio-seal 6fr vip carrier tube was returned for evaluation. No other components were returned. The anchor was measured to have a length of 0.4055" and a height of 0.0435". All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. The complaint is confirmed. There were no dimensional or material inconsistencies noted on the anchor. Since the bypass tube was not returned, no functional testing was possible. It is likely that the bypass tube was dislodged upon opening the package leading to the anchor being exposed as seen on the returned device. It is unlikely that the cause of the reported issue occurred during the manufacturing process. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.